Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pacemaker system was explanted on (B)(6) 2019 and was replaced on (B)(6) 2019. No further information was available. Related manufacturer reference number: 2017865-2019-08325, 2017865-2019-08326.